Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device exceeded the maximum allowable temperature of 118°f (actual temperature recorded was 120°f). Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to worn burr lock subassembly /worn out motor components from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was heating up. The reporter indicated that the event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.